Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6) 2007. Subsequently, a revision procedure occurred on (B)(6) 2013 due to stem subsidence. The modular head, femoral stem, and liner were removed and replaced. Patient was further revised on (B)(6) 2015 due to a fractured poly liner. The modular head, acetabular cup, and liner were removed and replaced with a biomet head and taper adapter and a competitor cup and liner.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 8 states, "dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity can also contribute to these conditions.' This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2015-01457 & 02020).

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6) 2007. Subsequently, a revision procedure occurred on (B)(6) 2013 due to stem subsidence caused by improper selection of stem size during initial procedure. The modular head, femoral stem, and liner were removed and replaced. Patient was further revised on (B)(6) 2015 due to a fractured poly liner. The modular head, acetabular cup, and liner were removed and replaced with a biomet head and taper adapter and a competitor cup and liner.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.